Manufacturer narrative:
(B)(4). Seroma. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open repair of a mid-abdominal, supra- umbilical ventral hernia on (B)(6) 2013 and mesh was implanted. The patient developed a seroma on (B)(6) 2013 and was treated with vac treatment. There was also some local dry necrosis that was locally debrided. The event was resolved by (B)(6) 2013. Currently, the patient is in good condition and the wound is closed.

Manufacturer narrative:
Date sent to the FDA: 1/20/2014.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.